Event description:
It was reported that the pink slide did not move forward, indicating a failure of the needle mechanism. The pod was worn on the arm between 4 and 24 hours and the blood glucose (bg) levels rose up to 22.1 mmol/l (397.8 mg/dl). Hyperglycemia treated with bolus corrections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The download data shows the pod was received in pod state 15, completing 2494 pulses, 45 of which were in first prime, indicating the pod was deactivated by the user. The pod should have deployed anytime during second prime. Investigation of the needle mechanism found no issues that would cause a failure. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. The device was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy normally after being reset. The exposed portion of the soft cannula was observed to be torn, causing fluid to be unable to flow through the complete fluid path. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.